Event description:
The physician completed the case and pulled the octaray mapping catheter out of the bayliss versacross sheath and noticed a filament nylon appearing thread wrapped around the octaray.